Manufacturer narrative:
Patient ID not provided due to swedish patient privacy regulations. Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, the spine clamp could not grip the spinous process. It was noted that the non-threaded portion of the screw restricted the movement of the clamp. An additional clamp was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.